Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found a parity power on reset (por) bit that was not reset. It was noted the por did not affect the functionality of the ins and that the ins passed the final functional testing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) message was displayed when attempting to recharge the implantable neurostimulator (ins) prior to implant. Telemetry was then established between the ins and a physician programmer, but no por was displayed at that time. It was unknown if any external factors had caused or contributed to the event. The ins issue remained unresolved at the time of report; the ins was not implanted as a result of the issue. No complications were reported or anticipated.